Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to the superior end of the filter is at the l1-l2 interspace and is tilted anteriorly at the inferior end. All the struts of the ivc filter perforate the inferior vena cava (ivc) up to 4mm. Two anterior struts perforate the ivc wall both at 3mm and reside within the soft tissues. One medial strut perforates the ivc wall 4mm and resides within the soft tissues. One posterior strut perforates the ivc wall 3mm and resides within the soft tissues. Two lateral struts perforate the ivc wall 2mm and 3mm and reside within the soft tissues. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused; the superior end of the filter is at the l1-l2 interspace and is tilted anteriorly at the inferior end. All the struts of the ivc filter perforate the inferior vena cava (ivc) up to 4mm. Two anterior struts perforate 3mm, one medial strut perforates 4mm, one posterior strut perforates 3mm, and two lateral struts perforate 2mm and 3mm and reside within the soft tissues. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product is not available for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received. As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused; the superior end of the filter is at the l1-l2 interspace and is tilted anteriorly at the inferior end. All the struts of the ivc filter perforate the inferior vena cava (ivc) up to 4mm. Two anterior struts perforate 3mm, one medial strut perforates 4mm, one posterior strut perforates 3mm, and two lateral struts perforate 2mm and 3mm and reside within the soft tissues. The patient reported becoming aware of the events approximately seventeen years and nine months post implant. The patient also reported having circulation problems and mental anguish related to the filter. According to the medical record one day prior to the filter being implanted the patient fell from a ladder and sustained multiple trauma with a right acetabular fracture and inferior pubic ramus fracture. The indication for filter placement was prophylaxis for pulmonary embolisms coming up from deep vein thrombosis (dvt). The filter was implanted via the left femoral vein and was successfully deployed. The patient tolerated the procedure well and was hemodynamically stable without any symptoms or complications. Approximately twelve years and one month post implant an abdominal/pelvic computed tomography (CT) scan was done to evaluate the filter. The images revealed the filter was in the infrarenal area of the ivc with perforation and tilt as previously described. The product is not available for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Circulation problems was reported, due to the nature of the complaint it could not be further clarified. Mental anguish and circulation problems do not represent a device malfunction and may be related to underlying patient specific issues or comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records states that one day prior to the filter being implanted the patient fell from a ladder and sustained multiple trauma with a right acetabular fracture and inferior pubic ramus fracture. The indication for filter placement was prophylaxis for pulmonary embolisms coming up from deep vein thrombosis (dvt). The filter was implanted via the patient's left femoral vein using the modified seldinger technique. The filter was successfully deployed. The patient tolerated the procedure well and was hemodynamically stable without any symptoms or complications. Approximately twelve years and one month after the index procedure an abdominal/pelvic computed tomography (CT) scan was done to evaluate the filter. The images revealed the filter was in the infrarenal area of the ivc with the perforation and tilt as previously described. Additional information received per the patient profile form (ppf) states that the patient experienced tilt and inferior vena cava (ivc) perforation. The form states that the patient became aware of the reported events approximately seventeen years and nine months after the index procedure. The patient reported that they also experienced circulation problems and mental anguish related to the filter.